Event description:
Stryker suction irrigators continue to leak irrigation at the hand piece buttons and the tubing where the intake irrigation meets the plastic handpiece. Incision was not made prior to acknowledging the leaking suction irrigator.